Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire broken. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 is being used to capture the reportable event of spyglass device used in an attempt to retrieve the broken wire. Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) with spy procedure performed on (B)(6) 2025. During the procedure, cannulation was completed with the patient and a cut was made in the ampulla successfully. It was reported that the jagwire they use broke around the hydrophilic tip and fell into the patient's pancreatic duct. A spyglass was used to retrieve the broken piece of the wire but unsuccessful. They ended the procedure, and the patient headed to a tertiary hospital.